Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and silicone migration.

Event description:
Healthcare professional reported left side exchange with no complaint against the device. Healthcare professional later reported via ultrasound "extracapsular silicone lateral to the left breast implant" and "extracapsular silicone in the left axilla". Device remains implanted.